Event description:
The following was reported: "reportedly the balloon collapsed during the surgical procedure.(B) (6) 2010: mfg- new information revealed the balloon went into the blood circulation of the patient after collapsing. The catheter and some little fragments of the balloon will be sent to evaluate."